Event description:
Senseonics was made aware of an incident where a patient using eversense cgm system experienced a hyperglycemia event and reported that the system did not provide alert for high glucose on a consistent basis.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. As per the complaint the user did mention that the eversense cgm system detected the hyerglycemia event and accurately alerted the user during the event. The user frustration was about the fact that he did not receive a repeat alert after the first alert was received when the hyperglycemia event occurred. The system functioned as intended since it asserted a high glucose alert to the user during the event. The user has not reported any serious injury from this event.